Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the blue fiber cable connector was stuck to the port. The fse replaced the optical port to resolve the reported problem. The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was preparing for a procedure when the customer ran over the blue fiber cable (bfc) while driving patient side cart (psc) causing damage to the cable from psc to vision side cart (vsc). Customer sales associate (csa) confirmed that customer needed to convert the procedure for completion. Csa does not believe account has an extra bfc on hand. Csa will reach out to the site to gather more information. Technical support engineer (tse) reviewed logs and confirmed communication errors called out by the core. There was no reported injury.